Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An eye care professional reported that a patient was treated with photo refractive keratectomy (prk) in both eye approximately six months ago. Alcohol epithelial ablation and knife were used during prk. An antineoplastic was used at the end of the treatment. After successful treatment, the result seems to take longer to get perfect. The patient has been monitored over the past six months. The patient still has residual myopic cylinder in both eyes. Post-operative result is still not good. New information was received. The laser was exchanged for a new model. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. An interview with clinical applications specialist reported that the pre-operative topography showed an irregular cornea and post-operatively showed a regular cornea. The root cause is still unclear. The thinnest location of the cornea post-operatively was higher than the pre-operative data in the left eye. The right eye was lower but not as expected. This lead to the preliminary conclusion that a undefined reaction of the cornea occurred e.g. Allergy or biological reaction. As other patients were treated on same day, we can exclude that a device malfunction contributed to the event. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).